Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell while on a bicycle. Noise was seen on the right ventricular (rv) lead as well as on the high voltage lead. The leads were suspected to be fractured. The leads were explanted and replaced. No patient complications have been reported as a result of this event.